Event description:
The following information was reported through suit filed in the (B)(6) district of (B)(4), (B)(4) division; case no. (B)(4); it is alleged that on or about (B)(6) 2006, the plaintiff was involved in a motor vehicle accident on a snowmobile. It was determined plaintiff would be implanted with a temporary/retrievable ivc filter known as the gunther tulip vena cava filter. The filter was inserted into the plaintiff. There were no complications at the time of implantation. It is alleged that on or about (B)(6) 2011, plaintiff suffered from chronic back pain and abdominal pain which was believed to be related to the filter. On or about (B)(6) 2012, plaintiff was given an interior venacavogram which showed that the inferior vena cava thrombosed below the filter and has numerous small recanalized venous collaterals. As there was no evidence of thrombus below the filter and occlusion of the inferior vena cava and bilateral iliacs precluded the possibility of mobile thrombus, the decision was made to remove the filter. On or about (B)(6) 2012, an attempt was made to remove the filter mechanically. The filter was firmly adhered to the inferior vena cava and fibrotic segments and therefore, could not be removed. On or about (B)(6) 2012, another attempt was made to remove the filter but was unsuccessful. The plaintiff was then referred to another institution which recommended an open procedure. On or about (B)(6) 2012, the plaintiff underwent an open inferior vena cava filter removal which was successful.

Manufacturer narrative:
Lot number unknown as not provided by the reporter. Expiration date unknown as lot is unknown. (B)(4). Event evaluation: under investigation as discovery is being carried out.